Manufacturer narrative:
The technician cleaned and lubricated the side rail latch to resolve the issue.

Event description:
The account alleged the side rail will not stay latched when it is in the up position. No pt impact.